Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air in line alarm. Service evaluation could not confirm this due the presence of a constant reload set. This was found to be caused by cracks in the ultrasonic sensor flex traces. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced an air in line alarm. There was no patient involvement. No additional information is available.